Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the first dissection balloon functioned as expected, while the second access structural balloon appeared to insufflate properly but subsequently disulfated at some point during the procedure. The balloon physically broke, with an undetected balloon pop or slow leak. The surgeon only noticed the issue when the balloon was already without air. The surgeon left the product in place and continued the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the trocar balloon was inflated using a test syringe; however it quickly deflated. A leak was detected at the distal end. The lock collar moved up and down the cannula freely and securely locked in place. It was reported that the balloon physically broke, with an undetected balloon pop or slow leak. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when care is not exercised during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: balloon products must be treated with care. Damage to balloons from instruments during the procedure may cause product failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.